Manufacturer narrative:
Device evaluation: one parapac plus 310 was returned for analysis. The device was tested to parapac plus - level 1 service manual (10004212-003) and the results recorded on section 8 test sheet. Investigation confirmed the customer's reported problem. According to the investigation, the relief valve readings were high, nam 40 reading 5 too high & 60 reading 6 too high, am 60 reading 2 too high. The investigation reported that the upper case was removed and the vrv reset within specification. Investigator's also rechecked numerous times over an 8hour period and again the next day and the readings did not change. The problem source of the reported problem is unknown.

Event description:
Information was received that during pre-testing of this smiths medical parapac plus 310, the pressure set on the relief pressure control exceeded. No patient involvement reported.